Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose levels. The customer¿s blood glucose level was 500 mg/dl and 470 mg/dl. The customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer reported that they treated high blood glucose level with the shots of humalog. The customer reported that they experienced nausea as a symptom related to high blood glucose level. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical services dispatched as a result of high blood glucose. The customer did not allege the insulin pump for under delivery. The insulin pump will not be returned for analysis.